Event description:
It was reported that a patient, underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and noise issue occurred on both intracardiac and electrocardiograms in carto as well on the ep recording system. There was no patient consequence. Per 21 cfr, part 803, this complaint is reportable because physician didn't have at least one signal available to monitor patient heart rhythm, this type of issue could potentially contribute to a death or serious injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). As lot # 17029316m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products used:product name: smart touch bidirectional,us catalog #: d132701,lot #: 16107464m.(B)(4).